Event description:
User reported 28 samples assayed for troponin t had to be corrected. User provided one example only as follows: initial troponin t result of 0.01 ng/ml. Same sample repeated recovered 0.07 ng/ml. Initial results were reported. No info provided to determine if results were used to guide therapy. The field svc rep determined there was an air leak in the fluids of the syringe assembly. The instrument was repaired. The user reports no further occurrences.